Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Complaint description: new (B)(4) record created in order to update (B)(4) (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2004, bilateral patient was implanted with a depuy pinnacle mom hip implant on his left side (right side entered in a separate complaint). Following the surgery, patient suffered from severe pain and discomfort, and mechanical loosening. There is no mention of revision surgery on the left side. Update 12/21/2012 - medical records were received from legal. Part/lot information was identified. Records are available on disc if needed for further review. Update 2/25/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported heterotopic ossification. There is no documentation of a revision or a revision surgical report at this time. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 9, 2016. Update 4/5/16, 4/7/16, 4/19/16 - medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 25, 2016. Update 5/12/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 31, 2016. Update ad 03 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges loosening of cup and stem. Added facility name, patient harm, cup, hole eliminator and stem on impacted products due to alleged loosening and updated patient identifier. Doi: (B)(6) 2004 - dor: none reported (left hip). Patient is bilateral. Please see (B)(4) for the right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.